Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event is approximate and if more information is available a supplemental will be sent.

Event description:
It was reported that the temperature was going high, and the over temp error was displayed. There was unknown patient harm or adverse events due to this event.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device pump, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump was replaced, and the device passed all testing.